Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the power cord would not connect due to broken/damaged power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer elected to perform their own repairs.

Event description:
It was reported that the power cord would not connect due to broken/damaged power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.